Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months following a generator change, the patient's implantable cardioverter defibrillator (ic d) system was removed due to a pocket infection. It was noted that the ICD system will be replaced in the future. No further patient complications have been reported as a result of this event.